Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had a failed rate accuracy. Additional information was received stating that the issue happened during testing. They stated that over the course of a 30ml requested volume at a 150ml feed rate, the device delivered more than 35ml. There were no further details provided.

Manufacturer narrative:
The service history was reviewed. The reported condition was not confirmed. When assessing the unit, the following issues were detected/serviced and replaced: flash chip, rotor damage, overlay, gearbox damage, pcb board, outdated battery, housing damage, power supply, plug, missing bump and sensor. However, despite the worn parts, the device was found to be functional during evaluation. The unit was tested based on accuracy test using 125ml. And the delivered rate was as expected. Water was used for this test and the unit is within tolerance specification.